Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received six inappropriate shocks from their subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise caused by air entrapment. Therapy in the s-ICD was exhausted due to the inappropriate shocks. Two untreated episodes were also observed on the electrocardiogram. No changes have been made to the patients s-ICD and it remains implanted and in service. No adverse patient effects were reported.